Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer got admitted due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated that the customer's pump was not reading their blood glucose and not delivering insulin. Troubleshooting was not completed but the customer was not disconnected during the prime/rewind process. The customer was on a medical mission to (B)(6) when the low event happened. The insulin pump will not be returned for analysis.